Manufacturer narrative:
On 9/6/2019, it was discovered that on 8/6/2019, it was reported incorrectly that the device was not returned to analysis. The device was accidentally discarded by the healthcare professional. Since the product was discarded, no product failure analysis can be conducted. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Mentor will continue to monitor and trend product issues, our quality system is designed to provide to our customers the maximum assurance of the high quality of our products. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/2/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6980062, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor smooth round moderate plus profile 375cc , catalog 3502375, serial number (B)(4), lot 6885749. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation with a mentor smooth round moderate plus profile 375cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round high profile 500cc on (B)(6) 20019.